Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Also the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the right ventricular (rv) lead exhibited a threshold jump to high thresholds. It was also noted there was high impedance and noise was seen on an electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.